Event description:
The legal representative for the consumer reported that the consumer became trapped between the side rail and the mattress, zone 3, on a 5310ivc semi-electric bed and died. No further information is available at this time. No malfunction was alleged.